Event description:
It was reported that patient is "feeling weak and tired" after new implant. Patient also indicates shortness of breath whenever they try to do anything. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.